Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending artery. The physician advanced the 8mm x 2.25mm quantum maverick balloon, inflated the balloon to 20 atms and the balloon ruptured. It is not known how many times the balloon was inflated. A 2.0mm x 8.0mm quantum maverick balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed blood and contrast present throughout the inflation lumen. Functional testing was performed with an inflation device and the balloon did not continually hold pressure. Microscopic examination of the balloon material revealed a pinhole located 14mm from the distal tip parallel with the proximal markerband. Inspection of the balloon material and ro markers presented no irregularities that could have contributed to the damage. An examination of the remainder of the device did not reveal any damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that the quantum maverick balloon catheter was inflated one time and ruptured during this inflation.